Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Event description:
It was reported that prior to a percutaneous coronary heart replacement procedure, pre-close placement of the sutures was achieved in the common femoral artery using perclose proglide devices. Reportedly, after successful placement of the first proglide suture through a 6f sheath an attempt was made to place the second proglide sutures, but when the needle plunger was removed, no suture was attached to the second proglide needles. The second device was removed over a guide wire and a third proglide suture was deployed. The access site was dilated to 11f to match the outer diameter of the delivery catheter. After conclusion of the percutaneous coronary heart valve replacement procedure, during knot advancement of the first proglide, the suture broke. The first proglide suture was removed, the suture from the third device and manual arterial compression were used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the suture break included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. A suture break can be influenced by the operator, such as damage by the surgical instruments used in the pre-close procedure. A suture break can occur when the operator removes the suture against resistance. The instructions for use provides for the optimum procedure to ensure successful delivery of the suture. The operator was reportedly trained in the use of the proglide device. There is no reported information to indicate an incorrect operator deployment technique. Anatomical conditions can interfere with the suture deployment causing the suture to become snagged during the tightening process. This can result in the operator applying more force to complete suture deployment that can cause the suture break. The patient reportedly has peripheral vascular disease. Since the suture was successfully delivered from the device and reported experience occurred during the tightening, it can be concluded that interference was encountered during suture tightening. The cause of the interference cannot be confirmed and the cause of this event cannot be determined from the reported information. Based on the in-process inspection, lot acceptance testing, and user experience; there is no reported information from the incident that would indicate a manufacturing deficiency. Therefore, there is no reported information that would indicate a manufacturing influence to the reported experience. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.